Event description:
It was reported that the customer experienced gaps and air bubbles in infusion set tubing, leading to high blood glucose. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. To resolve the issue, the customer changed the cartridge and infusion set/tubing and resumed insulin therapy, eliminating large air bubbles.